Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2020 that the issue was a result from the patient's neuropathy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he was feeling stimulation even when stimulation was at 0 and was off. The patient reported that he couldn¿t sleep with stimulation on and turned it off before bed. The patient reported that over the weekend the pain got so bad, he tried to use stimulation but couldn¿t remember if it was friday or saturday night. The patient reported that he turned it back on and got numbers and everything looked normal and was able to raise and lower numbers and everything seemed okay but then when he tried to turn it off, the feeling of stimulation wouldn¿t turn on. The patient reported prior to trying to turn stimulation off, everything was normal, when it was off, he felt no stimulation. The patient reported that he had turned stimulation off and left it off for 5 days and didn¿t have the feeling of stimulation. The patient noted that he regularly charged once a week and during the call the patient reported that ins was at 60 then 50%. The patient checked the ins status on the call and confirmed that stimulation was off and 0 on all 4 programs. The patient then reduced the rate from 75 to 40 on programs. The patient continued feeling stimulation. The patient then increased the rate to 100 which was the highest he could increase it. After working with the settings, the patient brought the rates back to 75, tried to turn stimulation back on and up and encountered a settings not available message at 0.2. The patient later reported that he got a manufacturer¿s representative (rep) to call him back and scheduled an appointment to meet on (B)(6) 2019. The patient reported that he was fiddling around with it and everything ¿works as supposed to when neuromod is upside down¿ except for electrode 1. The patient clarified that he meant program 1. The patient reported that when he was on program 1, starting at 0.0 presses up and cannot get higher than 0.2, but when he was on the other programs, it goes up and down like its supposed to. No further complications were reported.